Event description:
It was reported that the customer was smelling insulin for the past seven days, and it happened with three reservoirs and infusion sets. It was stated that the infusion set and reservoir were changed, but the smelling insulin continued. Troubleshooting was performed, and the strong smell of insulin continued. It was stated that the customer changes the infusion set every two to three days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.